Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a follow up supplemental report will be submitted.

Event description:
Received information regarding a cartridge alarm 19 during the load process. Reportedly, the customer's blood glucose level was 300 mg/dl. Customer administered a manual injection. The customer was able to load a new cartridge successfully.